Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that data collection and not been programmed on for the implantable cardiac monitor (icm) which led to no transmission being received by remote monitoring network. It was noted that the device was not communicating correctly as the relay monitor was not plugged in. The implantable device was unable to work properly due to the data collection was not activated from the start. Data collection has now been programmed on and transmissions were coming through. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: updated coding in h6. Updated event description in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that data collection had not been programmed on for the implantable cardiac monitor (icm) which led to no transmission being received by remote monitoring network. It was noted that the device was not communicating correctly as the relay monitor was not plugged in. The implantable device was unable to work properly due to the fact data collection was not activated from the start. Data collection has now been programmed on and transmissions were coming through. No patient complications have been reported as a result of this event.